Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump may be "losing time". Customer's blood glucose level was 102 mg/dl. Customer reported the pump time will be adjusted to be accurate.